Event description:
The surgeon reported a particle was noted in the left eye one week after surgery. Add'l info received stated the metal particulate is refractile, about 50-70 microns in size. The metal particulate is about 1 disc diameter from the fovea. The surgeon stated he uses a 10-0 forceps and has noted similar issues in the past. The metal particulate was not seen on the first day post operative. The metal particulate was seen one week after surgery. The pt has no inflammation, visual acuity problems, or elevated iop. No pt harm was reported.

Manufacturer narrative:
The surgeon did not return samples for eval. A picture of the left eye with the metal particulate has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).